Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Especially the compression test performed at the lead i.e., press-on pressure per area unit, showed no anomalies. The rigidity of the lead was normal. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that during the implant procedure a pericardial effusion was noted. Prior to this, the lead was placed with good values. The implant was terminated due to pericardial tamponade.